Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that there was loose tip before cataract with intra ocular lens implant surgery. The surgery was completed on the same day however the replacement details were unknown. There was no information about patient impact.